Event description:
It was reported that the patient complained of headache during procedure and post procedure patient had nausea, but did not vomit. Patient was seen by consultant, given 8mg ondansetron, resolved. Events were resolved without sequelae. During the procedure, two 3.5x15mm nc emerge balloons were used.

Manufacturer narrative:
(B)(6).